Manufacturer narrative:
The pump was received with blank display due to corroded electronic assembly. The pump had corroded motor home switch during visual inspection. The pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was exposed to fluid. The customer's blood glucose level at the time of incident was 250mg/dl. The mother states there was fluid under the lcd display. The customer had fallen in the pool. The customer was advised the pump would be replaced and returned for analysis.